Manufacturer narrative:
Additional information: d6a.

Event description:
It was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation due to loss of slack, confirmed via x-ray. No changes were reported. The patient was stable.